Manufacturer narrative:
Technical services discussed episode storage and priority, and that since there had been many episodes since, the shock episode was likely overwritten. It was noted that the patient did not remember getting shocked. Technical services discussed how detection enhancements functioned when a monitor only zone was programmed. No adverse patient effects were reported. The device remains in service. Boston scientific received new information that this device was explanted due to the patient's condition and was replaced with a boston scientific cardiac resynchronization therapy defibrillator (crt-d). There were no additional allegations against this device.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) showed one shock episode in the counters, in the vt-1 zone, but the episode was not available in the arrhythmia logbook. Boston scientific received new information that the patient received an inappropriate shock for an episode that detected in the monitor only vt-1 zone and accelerated into the vt zone. It was expected that therapy would have been inhibited with detection enhancements.